Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high undefined out of range (oor) pacing impedance. Oversensing of non-physiologic non-sustained ventricular tachycardia episodes and noise were observed on stored electrograms (egm), and elevated sensing integrity counter (sic) was noted. Fracture was suspected. Detections were programmed off and the patient was fitted with a lifevest. The lead remains in use. No patient complications have been reported as a result of this event.